Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump display no longer turns on. Reportedly, basal delivery was still being delivered. It was indicated that the customer will continue to use the pump for insulin therapy. Customer had elevated blood glucose levels (290 mg/dl). Customer delivered a manual injection to stabilize blood glucose levels.